Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It is reported that the internal fitting part of the implant was spinning and could not be embedded, so implant was removed and replaced with another product. Tooth site # 19 (universal).

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned devices identified the implant and bundle cover screw with signs of use. Apparent blood/debris was observed attached to the implant's external and internal threads. The implant's platform was modified. The implant's drive feature was damaged/stripped. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.